Event description:
A malfunction alarm was reported by the customer, specifically malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the customer with this process; the malfunction did not recur after resetting. However, the customer encountered a different issue, as a cart alarm 30 was reported when attempting to reload supplies post-reset.